Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 10, 2016. Expiry date: august 01, 2026. Article was sterilized by supplier (B)(4). Neither deviation nor any non-conformance reports were marked in the device history record. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in surgery for the index finger proximal phalanx fracture on (B)(6) 2016. The surgeon implanted a modular hand 1.5 straight plate and screws. The cortex screw was longer than the surgeon wanted, so he tried to remove the screw to replace it with a new one. However, the portion adjacent to the screw head broke. Then he tried to remove the other screws so that he could remove the whole plate itself temporarily; however, the portion adjacent the screw head broke again. He couldn¿t remove two of the remaining screw from the patient so he left them inside the body. He changed screw size to 2.0 and fixed the plate and then completed the surgery. No other medical intervention required; there was a surgical prolongation of 20 minutes reported. The procedure was successfully completed. There is no information available about patient outcome. Concomitant medical products: plate (part unknown maybe 304.xxx or 310.xxx or 316.xxx or 317.xxx, lot unknown quantity 1); screwdriver (part/lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the broken product was returned in a packaging different from the original packaging. Only the screw head was returned, the shaft was not delivered. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant and measurable dimensions for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Exact root cause for this breakage could not be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.